Event description:
When physician attempted to remove drain, drain broke with portion of drain retained, confirmed by x-ray. Pt returned to surgery for removal of retained drain tip under general anesthesia. Drain was initially placed on 12/09/94 during total hip replacement.